Event description:
The customer reported via phone call that the insulin would not move from the reservoir to the tubing. Customer stated the plunger was ineffective with moving the insulin. Customer stated the issue persisted with a new infusion set. The customer reported the insulin was stored at room temperature. Troubleshooting found the customer's reservoir was occluded. Customer's blood glucose was unknown. The customer declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.